Event description:
Approximately two hours into treatment, a leak was noticed at the top of the venous chamber. A new venous line was set up and treatment continued with no further problems. MDR is filed for estimated blood loss of 40cc.